Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17dec2018 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The st aia-pack tsh analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 uiu/ml, and the lowest measurable concentration is 0.03 uiu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 uiu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 uiu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regards to concomitant medications administered to the patient. The probable cause of the issue could not be determined.

Event description:
A customer reported discrepant thyroid-stimulating hormone (tsh) patient result on the aia-360 analyzer. An initial result of 26 uiu/ml was obtained. The laboratory questioned the result and retested the sample, which generated a result of 34 uiu/ml. Quality control (qc) was within the acceptable range. The laboratory then requested the patient back for a new sample draw. The new sample generated a tsh value of 26 uiu/ml. The customer then sent the same new sample out to quest diagnostics and lab corp for additional testing. Quest diagnostics generated a result of 0.21 uiu/ml and lab corp generated a tsh result of 0.14 uiu/ml. Qc was also run on the aia-360 and was within the acceptable range. The customer stated previous patient tsh results were 5.0 uiu/ml and 4.6 uiu/ml on (B)(6) 2019, respectively. Technical support then sent the customer mac controls for further qc testing. Mac qc results were within the range and near the mean as expected. The customer then reanalyzed the sample with a tsh result of 24 uiu/ml. Both the customer's bio-rad qc material and the tosoh mac qc material recovered normally and within the range, with no evidence of device issue. The customer stated the patient sample was not able to be sent to tosoh bioscience for analysis since the sample was already thawed. The customer retested the sample after performing mac qc and generated a tsh result of 24 uiu/ml. Upon repeat, the sample generated a result of 24 uiu/ml. The customer will consider having a sample tested at tosoh bioscience when the patient returns to the laboratory. There was no report of patient intervention or adverse health consequences due to the event.